Manufacturer narrative:
Date of event is an unknown date in 2020. Additional procode: hwc complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, patient underwent revision surgery due to a broken plate. A new plate was inserted after adjusting the angle of the articular surface of bone and transplanting ilium bone. Patient originally underwent open reduction internal fixation (orif) surgery on (B)(6)2020 for distal radius fractures. On (B)(6) 2020, it was confirmed during medical check that the plate had been broken, and the angle of the articular surface of bone had changed and the radius had shortened. The surgeon commented as follows. Bone graft should have been applied at the primary surgery. The plate would have been structurally stronger if he had inserted a screw in the 2nd hole of the center of the plate. This report is for a 2.4mm titanium (ti) variable angle locking compression plate (va-lcp) volar rim dstal radius plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part number: 04.115.751s, synthes lot number: 30p9790, manufacturing site: mezzovico, release to warehouse date:10 jan 2020. Expiry date: 01 dec 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3. H6: investigation summary: investigation site: cq zuchwil. Selected flow: damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: the received plate is broken apart at the crossover from the shaft to the head piece. The plate is in a used condition with slight scratches and discolorations, the locking threads are slightly worn. Afterwards it cannot be defined if the described wear marks were caused during insertion or extraction. The anodized layer is worn away at all damages, which indicates that they were caused post-manufacturing. Dimensional inspection: document/specification review: drawing was reviewed to verify the relevant dimensions and the material specification of the plate. The review of the manufacturing documents has shown that the used material was according to the iso norm 5832-2 for unalloyed titanium implants for surgery. Investigation conclusion: the complaint is confirmed as the plate is broken apart as complained. During the performed evaluation no manufacturing related issue could be detected. The lot in question was manufactured in january 2020 with a lot size of 8 pieces and we are not aware of any other complaint for this article- and lot number combination. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure of the plate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.